Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that during a pump exploration procedure, the hcp (health care provider) attempted to remove the sutureless pump connector from the pump. His first few attempts were unsuccessful, even after pressing very hard on the "black dots". On the fourth attempt, he used a hemostat to pull on the catheter and press on the black dots at the same time. This caused the white plastic casing to remove itself from the metal part of the connector. At this point, he had to pry the remaining metal off the end of the pump. The hcp decided to change the pump and attach a new sutureless connector to it. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported.